Event description:
It was reported that the asymptomatic patient presented in clinic for routine followup. An episode of ventricular fibrillation in which several beats were undersensed was observed. Ventricular flutter with undersensed events was observed. Programming changes were recommended.

Manufacturer narrative:
(B)(4).